Event description:
It was reported that this pacemaker exhibited intrinsic loss of capture in the right ventricle. Technical services (ts) was consulted and noted an atrial arrhythmia episode on presenting electrogram. The device remains in service. No adverse patient effects were reported.